Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : not returned to manufacturer.

Event description:
As reported, during use in patient with this disposable pressure transducer (dpt) with a vigileo monitor, the pressure value suddenly became high or low, in a short period of time, the blood pressure value was changing a lot. It could not reflect the patient's real-time blood pressure. As troubleshooting, the square wave test and flushing were re-done but this still did not solve the problem. There was no message displayed. This was solved by replacing with a new unit. There was no allegation of patient injury and the patient was not treated according to the wrong values provided. Patient demographics not available. The device was available for evaluation.

Manufacturer narrative:
This disposable pressure transducer (dpt) was sent to our product evaluation laboratory for a full evaluation. As received, customer report of pressure issue was unable to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Since no defect was found on the returned device and based on the available information, no further action is required.